Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fell and fractures around stem implant. All components were removed including cup, and revised to a restoration modular stem, trident psl cup and mdm liner. Dall miles plate and cables were also applied. No medical reports available. Product not available for return.